Event description:
It was reported that the charging pad displayed a green status light but did not charge the ilet, and the user confirmed the issue persisted across outlets while successfully charging the device on an older charging pad. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alerts or alarms, and continued therapy using an alternative charger. Investigation included remote troubleshooting and user education. Investigation of this case revealed a malfunction of the current charging pad consistent with a defective power supply accessory, while the ilet device functioned normally when paired with a different charger. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charging accessory.